Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the pediatric patient was insufficiently heating while on the arcticsun device. The nurse called the helpline asking if ECMO could be used in conjunction with the arcticsun device. She was advised that it may interfere with warming. Another nurse called back stating that the patient was not warming after three hours. The patient was set to warm at 0.1c/hr. The patients temperature was 31.1c, the water temperature was 28c, and ECMO was 41c. Therapy was stopped when the patient needed an echo, but was then restarted. The nurse replaced the pads, but the patient was still unable to warm. The water temperature was as high as 40c, but during the call, fluctuated between 28c and 32c. Per troubleshooting, the nurse was advised that the device was working as expected and the ECMO was adjusting to keep the patient was 34c, and the rewarm would be unattainable while on the ECMO. The nurse was advised to speak to the md. The clinical manager contacted the unit to further explain that the device would not be able to work in conjunction with the ECMO at its current settings. Additional information was received on 23may2019. The charge nurse stated that the device was working but due to the patient being on the ECMO it was difficult to administer the therapy. They decided the remove the patient from the device for that reason.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pediatric patient was insufficiently heating while on the arcticsun device. The nurse called the helpline asking if ECMO could be used in conjunction with the arcticsun device. She was advised that it may interfere with warming. Another nurse called back stating that the patient was not warming after three hours. The patient was set to warm at 0.1c/hr. The patients temperature was 31.1c, the water temperature was 28c, and ECMO was 41c. Therapy was stopped when the patient needed an echo, but was then restarted. The nurse replaced the pads, but the patient was still unable to warm. The water temperature was as high as 40c, but during the call, fluctuated between 28c and 32c. Per troubleshooting, the nurse was advised that the device was working as expected and the ECMO was adjusting to keep the patient was 34c, and the rewarm would be unattainable while on the ECMO. The nurse was advised to speak to the md. The clinical manager contacted the unit to further explain that the device would not be able to work in conjunction with the ECMO at its current settings. Additional information was received on 23may2019. The charge nurse stated that the device was working but due to the patient being on the ECMO it was difficult to administer the therapy. They decided the remove the patient from the device for that reason.